Manufacturer narrative:
(B) (4). (B) (4). Leak test failure the analysis results of the b12lt device found that the device was returned in good visual condition. The device was functionally leak tested and failed without the test probe inserted through the device. One possible cause for this type of issue is excessive bending load resulting from manipulation of inserted devices. However, an investigation has been initiated to address the root cause of the reported insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, air leaked from the valve. Another device was used to complete the procedure. There were no adverse consequences for the patient. One device will be returning.